Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during closing spine subcutaneous layer while performing interrupted suturing technique when the surgeon was tying a knot and made his last throw, the tail of suture broke off. Surgeon cut the remaining suture off and left the tied section in. No patient injury.